Event description:
A caller reported a malfunction on the pump. The customer was unable to confirm fault ID because the issue occurred over a month ago, and they didn't write down the code. There was no reported adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or rely on an alternate method of insulin therapy until the replacement arrives.